Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 32mg/dl and the pump alarmed change sensor. Customer treated with a soda. Customer also indicated that their husband may have administered a glucagon shot but is unsure. Customer indicated that they did not eat anything yesterday as they were not feeling well and this caused their low blood glucose. Customer declined further troubleshooting.